Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the tip of the catheter was 5cm off. The unit was displaying it as green and in the correct location but it was 5cm higher. In one situation, the staff said the unit didn¿t detect the tip at all. Verified issue has happened at least four times. This file addresses the fourth occurrence.